Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had button anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that there was loud grinding noise during rewind and hard to saw the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, rewind test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or failed battery test were noted. No frozen screen or rewind anomaly noted.